Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The functional/display check failed. Dim display; the inverter board transformer is shorted; there was evidence of burn; replaced with a known good inverter board and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient reported to technical support that the screen on the liberty select cycler was blank during treatment the previous night. Patient completed treatment with continuous ambulatory peritoneal dialysis. After attempts at troubleshooting the patient was advised to discontinue use of the cycler and a replacement was arranged. Additional information was solicited.